Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the patient saw the monitor blinking, held the wand over the device to do a full report, but the device began to feel hot and skin turned red. The patient stopped placing the monitor reader over the device and no further reaction. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.